Manufacturer narrative:
Product analysis: analysis was able to confirm the reported power failure, the programmer battery needs to be replaced. Analysis also confirmed that system errors were present in the programmer logs. The device passed final functional and system tests. No other anomalies were found. The programmer was scrapped as the customer requested a different model of programmer as a replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered down while alerting that the battery was dead but was plugged in the entire time. After rebooting the programmer started to power up but then displayed a serious malfunction warning error message. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Battery led analysis found no led indications. The battery was inserted into an operating programmer, the charge led flashed. Ac power was removed from the programmer and the programmer shut down. The battery was reinserted and attempted to be charged for 15 minutes. Ac power was removed again from the programmer, the programmer shut down again. Battery analysis found a critical battery failure and a permanent battery failure. Conclusion: the battery pack will not charge and there was battery pack failure. Failure analysis was also performed on the be (bridge electrocardiogram (ECG)) board. The be board passed a functional test. Conclusion: could not confirm complaint, no defect found. If information is provided in the future, a supplemental report will be issued.